Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt has a "major infection" at their incision site and they are on their 4th antibiotic. Pt stated they went to bed on friday night at midnight and it looked fine, but when pt woke up on saturday morning it "looked like a 4x4 blood red, hot to the touch, swollen". Pt stated they were already on an antibiotic but they "got ahold of people" and they were given "something else". Pt stated "from saturday to sunday it helped" and stated that if it didn't pt would have needed to go to the hospital. Pt stated on tuesday they were pre-medicated "the whole bit" to get the implant removed but then their doctor looked at the implant site and stated that it is "salvageable" and the implant does not need to be removed. Pt stated they saw the do ctor again yesterday and stated the infection is doing well. Pt's reason for call was to request assistance with charging ins (see related case). Troubleshooting reviewed ins charging/healing factors. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue and to discuss infection/confirm implant site is fully healed/no infection before charging ins for the first time.

Event description:
The patient indicated that they went to see the surgeon related to the problem and that the issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.